Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string broke off of three tampons during removal and the tampons remained inside her body. The tampons were manually removed without the need for medical assistance. No consequences reported.